Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. No obvious insulin odor noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call of having a blockage and not getting any insulin. Customer suspended insulin and took out reservoir and states that there was the smell of insulin. Customer's blood glucose rose to 400 mg/dl. During troubleshooting, it was found that customer tried all remedies for correcting no delivery alarm but was not successful. Customer was advised that insulin pump would need to be replaced.